Event description:
During an endoscopic saphenous vein harvesting procedure, the balloon popped on the short port. The procedure was completed with a second device. No patient complications were reported.